Manufacturer narrative:
Device has been in use for 5 years with no reported incidents. No history to suggest a product problem. Unclear if pt was unattended during event, or if an attendant was assisting patient out of chair that resulted in event. MDR filed based on injury report.

Event description:
A resident allegedly got their leg stuck between the foot section, and the middle portion of the reclining mechanism of the chair, resulting in a fracture of both bones in their leg.